Event description:
Customer reported that due to a port issue with her freestyle freedom lite blood glucose meter, which prevented her from testing blood glucose, she experienced not feeling well and had a seizure. Paramedics were called, checked her blood glucose , receiving a reading of 512 mg/dl on an unknown brand of meter and treated the customer with insulin and "pain medication" (for an unrelated medical condition). Customer was transported to a local hospital where she was diagnosed with hyperglycemia, given additional insulin and fluids to stabilize her glucose. Customer was hospitalized for two days to monitor her status. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Back for investigation. A final report will be submitted when the investigation is complete. Customer service arranged for customer to receive replacement products via a field exchange.